Event description:
It was reported that the patient experienced unwanted jerks and spasms in legs and feet. The patient underwent an explant procedure where all device components were removed. However, it was noted that the paddle lead was not entirely removed as there were still some contacts that had to be left implanted. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 2000014927.